Event description:
The report indicated that after 5 hrs of ECMO support, the o2 saturation decreased without gas and flow changes. The device was changed out with no pt injury. ECMO is an off-labeled use of the device.